Event description:
It was reported that an embolism occurred. A unspecified jetstream catheter model was selected for an atherectomy procedure in an unspecified location. The procedure was completed without any complications. Afterwards, the patient experienced a distal clot which resulted in a cold leg. The patient was sent to another hospital. No further information is available at this time regarding the resolution of the procedure and the patient's status.